Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "hcp noted several xens that have failed over the past 5 years due to excessive fibrosis" in unknown eyes.

Event description:
Healthcare professional reported, a xen®45 gts event described as. "Hcp noted, several xens that have failed over the past 5 years, due to excessive fibrosis", in unknown eyes.